Manufacturer narrative:
(B)(4) date sent: 2/9/2024 d4: batch # 308c97 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload.  Visual analysis of the returned sample determined that one gst60d reload (d) was received fully fired. Upon further inspection, the reload was found to have damage on the knife channel, it is possible that the knife may push the staple line and tissue forward shaving the reload deck. No functional test could be performed due to the condition of the reload. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 308c97, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure that after firing with slr there were two unformed staples. Stapler had been rinsed between reloads. Staple line was over sewed the staple line. Same stapler was used to complete the procedure. There were no adverse consequences for the patient.